Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to a technical failure (no further details), therefore the cause of the event will remain unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with injection of ceftazidime (1 gram daily, 2 bags, route and duration not reported), injection of vancomycin (1 gram once in five days, route and duration not reported) and injection of heparin (1000 international units, route, frequency and duration not reported) for the event. At the time of this report, the patient outcome was unknown and action with pd therapy was not reported. No additional information is available.